Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (10 mg/ml at .989 mg/day per the pump logs) via an implanted pump. On (B)(6) 2020 the pump was interrogated at the clinic for a pump refill and an error came up showing that the pump had been stalled since (B)(6) which was when the patient had an MRI. When the patient left the clinic today, sometime later an audible two-toned alarm was heard by the patient. The pump was interrogated after that and showed that the pump motor stall recovery occurred at 6:45 pm today. The audible alarm the patient heard had stopped by that time. The pump logs from (B)(6) 2020 at 7:06 pm showed ¿critical alarm - pump motor stall occurred¿ on 1(B)(6) 2019 at 3:49 pm; ¿critical alarm - stopped pump duration exceeded 48 hours¿ on (B)(6) 2019 at 3:49 pm; and ¿pump motor stall recovery¿ on (B)(6) 2020 at 6:45 pm. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the MRI in (B)(6). The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury.¿ no further complications were reported/anticipated.